Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) homechoice cassettes had air in the patient line. This occurred during use of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to inform their registered nurse regarding the issue. Rts advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.